Event description:
Arjohuntleigh has received a letter from the representative of the client, with the following content: "please be advised that on (B)(6) 2015 my client was being moved from a bed to wheelchair in a hoyer lift when the straps of the hoyer lift broke, causing her to fall and strike the ground. The client sustained a vertebral compression fracture as a result of this incident." According to the information from incident questionnaire filled by manufacturer representative: "called sachem center and spoke to the director of nursing. She confirms she was working on the day of this alleged accident, she had two staff members there that witnessed the matter. She confirmed the claimant has an involuntary jerking uncontrollably and she jerked her body out of the sling and fell to the floor. She confirms the hoyer lift did not break and the straps did not break. After the accident, she had her internal maintenance guy look at the hoyer lift involved and they confirmed nothing found defective and the unit was never taken out of service. They did not report anything to joerns as nothing found with the products. They checked out all the units in the hospital just to make sure they were in good working order and confirmed they are." The device and the sling are stills in use by the facility.

Manufacturer narrative:
An investigation was carried out regarding this incident. Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from a bed to a wheelchair using the hoyer lift the patient slipped out of the sling. It was reported initially that the straps of the hoyer lift broke, causing the patient's fall. However, based on a statement by the user facility director of nursing it was confirmed that nothing was found defective with the equipment. She indicated that the patient involved in the incident "has an involuntary jerking uncontrollably and she jerked her body out of the sling and fell to the floor". It should be noted that the lift device was produced in 2008 by a company that is currently owned by arjohuntleigh. The device was not distributed by arjohuntleigh at the time or today, but was supplied to the customer by a third party distributor, (B)(4). When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. Despite on our best efforts, the hoyer lift and the sling were not inspected but no malfunctions were indicated that could have caused or contributed to the event. The distributor representative that was in touch with the customer made the following statement to explain the opinion given to them by the director of nursing: "after the accident, she had her internal maintenance guy look at the hoyer lift involved and they confirmed nothing found defective and the unit was never taken out of service. They did not report anything to (B)(4) as nothing found with the products. They checked out all the units in the hospital just to make sure they were in good working order and confirmed they are." Based on the above the device have been to specification from a functional perspective when the event took place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A drill-down analysis was conducted into this event. Based on our product knowledge and many simulations performed for many slings type there are few elements which could contribute to a person sliding out from the sling: - inadequate sling size used for transfer. If the sling is at least 2 sizes too big a gap between the leg straps is bigger than it should be and it appears likely that a person in a sling could slide out as the gap would be big enough. - not appropriate sling model used for transfer - the sling model was not provided. However, there is no indication that the sling was not appropriate for the patient's transfer. - sling not correctly attached/applied to the lift - based on many simulations performed regarding many types of slings we can determine that lack of sling attachment could lead to a person slipping and falling. - wrong position of the patient in the sling (e.g.: sling used upside down, wrong position of the resident/patient arms). Based on the very limited information gathered despite on our best efforts, we are not able to clearly determine which factor presented above could be mostly relevant. All details regarding the patient handling using our equipment are described in the instruction for use (IFU). It was indicated that the patient involved was prone to involuntary movements. Only very rarely we are presented with an event description that makes note of a person in the sling making or being prone to making specific movements. Even within those cases, it is rare that an actual link is made in the description itself that the patient's movement caused slipping out of the sling. However in combination with factors presented above a person fall appears to be more likely. Following the hoyer lift (hpl-600) instruction for use (IFU): "warning (...) Before attempting to transfer, the user must be assessed by qualified professional (...) Always be prepared before attempting to transfer a person". Based on the above we can conclude that the use error cannot be ruled out, especially as no malfunctions were found on the equipment that could have caused or contributed to the event. Therefore, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents, and that only due to this the device contributed to the event. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct application of the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4).